Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a ventilator that would not switch on. No patient involvement.

Manufacturer narrative:
Corrected.

Event description:
The customer reported a ventilator that was inoperable ("vent inop") with diagnostic code 9002 (flow sensor mismatch). No patient involvement.